Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The patient via a company representative reported when she was transported from bed post-op to wheelchair she started to have kidney pain. The device was off but the kidney pain continued. The trial system was placed in (B)(6) 2015. The patient went to emergency room (ER) and the doctor in the ER thought it was related to the trial system. The doctor ran tests for kidney function and all came back ok. No troubleshooting/ diagnostics were performed but it was thought it wasn't device related. The trial system was removed on (B)(6) 2015 and the patient reported that the pain went away once it was removed. Kidney infection was also confirmed on (B)(6) 2015 when the patient went back to ER the day prior to report. If additional information is received, a follow-up report will be sent.